Manufacturer narrative:
Investigation is on going; no conclusion could be drawn as no device was returned or part number or lot number provided.

Event description:
Locking caps were inserted with the countertorque and 10nm limiting handle, the rod was not locked per the report. Because three locking caps were noted as not completely seated, all three caps were replaced by two-step locking caps. This is the 6th of 8 reports submitted on this event.